Event description:
It was reported that when using the bd pyxis¿ medstation¿ es w6a2 system was stuck on the restarting blue screen whenever a reboot. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on restarting blue screen. A field service engineer inspected the device and found it in use within an application, attempted to power down the device, but it did not shut down as expected, checked the system background processes and identified that a windows update needed to be completed, allowed the system to complete the windows updates and restarted it multiple times to ensure proper operation, then powered down the device and inspected the bus cables. The customer tested the device and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.